Event description:
It was reported via phone call that the customer passed away. The customer was hospitalized on (B)(6) 2021. The customer was fallen, broken and hip blood glucose. Customer did not wore insulin pump while passing. Customer passed away on (B)(6) 2021. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear case type = ngp the customer passed away on (B)(6) 2021. Also, on (B)(4). The customer passed away on (B)(6) 2022 (per ss event date), however, the customer's note stated the customer passing date was unknown. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pilowing keypad overlay and a scratched case. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2009, 05/15/2019 to 03/11/2021 and 12/12/2022 to 12/17/2022. Please see below for the customer's daily total of all insulin delivered surrounding the date of on (B)(6) 2021 listed on pump history and the days prior to that date. 03/01/2021 dailytotalofallinsulindelivered = 0 03/02/2021 dailytotalofallinsulindelivered = 0 03/03/2021 dailytotalofallinsulindelivered = 0 03/04/2021 dailytotalofallinsulindelivered = 0 03/05/2021 dailytotalofallinsulindelivered = 0 03/06/2021 dailytotalofallinsulindelivered = 0 03/07/2021 dailytotalofallinsulindelivered = 0 03/08/2021 dailytotalofallinsulindelivered = 0 03/09/2021 dailytotalofallinsulindelivered = 0 03/10/2021 dailytotalofallinsulindelivered = 0 03/11/2021 dailytotalofallinsulindelivered = 0 there is no available data after 11-mar-2021. There is no available data for the event date of on (B)(6) 2021. The insulin pump passed all the required testing. A cracked retainer was confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h6 as 10, 213, 67 in type of investigation , investigation finding and investigation conclusion was incorrect.